Manufacturer narrative:
The t:slim pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 559 (mg/dl). Reportedly, the customer plugged the pump in to charge and the pump turned back on. The customer then delivered a bolus via the pump to address bg level. Subsequently, the customer reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters, and power sources. Reportedly the customer had manual injections as alternate insulin therapy.